Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are product ID: 3093-28, lot# va04kkk, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
In MFR report# 3004209178-2017-11533, the following information was reported: it was reported that the patient was having their device replaced due to eos but ended up replacing the whole system because their doctor noted it was not installed properly, and it was only hitting one of the leads. The patient stated the ins never really worked well, but was better than they were prior. Every time they walked they would have a huge accident so they had to stay in one place for several months. The patient also had numerous programming sessions. It was noted that the current system was fabulous and the patient never had to wear pads, change programming, and had few accidents. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that the affected device was explanted on (B)(6) 2017 and was discarded. Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who indicated that their first device never worked adequately and the patient tried 7 months of reprogramming to where it got better than before, but the patient was still having accidents. The caller indicated that the ins battery died in 3 years and the entire system needed to be replaced because the "leads were all screwed up/messed up" and the system was very difficult to get out because it was "not put in right" according to the patient. The affected system was previously explanted and replaced. There were no further complication reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID (B)(4) lot# va04kkk implanted: (B)(4) 2013: product type lead.if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no idea what happened to the device. It was removed on (B)(6) 2017.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of fecal incontinence and gastro intestinal/pelvic floor. It was reported that the patient wanted to know an estimation of battery life. It was reviewed that depends on usage and settings and that the patient¿s healthcare professional (hcp) could perform an estimated longevity calculation based on the patient¿s current settings. The patient stated that the last time they went to the hcp¿s office, the hcp used a clinician programmer to check the device and said the implant had been turned off for a number of months. The patient further stated that she was told by the hcp during implant that it would last 5 years. The patient stated that the implant lasted for probably 4 and a half years. The patient confirmed that they used their implant every day and night and it always stayed on. The patient stated the device issue started probably a year ago and later stated probably in (B)(6) 2016. The patient stated that they have an appointment with a doctor but did not know if their insurance would be approved. The patient requested hcp listings. Additional information was received on (B)(6) 2017, patient reported they had their ins replaced in (B)(6) 2017 due to it depleting less than 4 years. They were told that that the ins depleted due to high settings. No symptoms or further complications were reported. [V3 date of event is estimate only]